Manufacturer narrative:
As of 03/28/2016 aso has not received returned samples of the product or a lot number in order to evaluate retained samples with the same lot number. Aso verified records of biocompatibility test data for materials used on the same type of products. Please refer to section of this report for further details. No lot number or samples provided.

Event description:
Consumer reported that the bandage caused an allergic reaction where the tape touched the skin and it took off a layer of skin.